Event description:
It was reported that a user experienced loss of continuous glucose monitoring data when attempting to use a new freestyle libre 3+ sensor with the ilet system, with the app displaying pairing activity and then no readings; the user removed the first sensor and started a second sensor that showed ¿pairing with sensor,¿ and the user was referred to the cgm manufacturer for further guidance. Symptoms included no clinical symptoms. Outcomes included no impact to the user¿s health and no medical intervention. Investigation included remote technical troubleshooting and review of device pairing behavior. Investigation of this case revealed that the ilet application displayed active pairing status without establishing a stable sensor data stream. It was concluded that, based on previously established findings for similar reports, the event was consistent with cgm signal loss or pairing failure, with no adverse health effects reported.